Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, discomfort, swelling, elevated metal ion levels, immobilization, acute localized damage to tissue and/or bone surrounding the acetabulum, and elevated metal ion levels. Update recd 09/26/2014 - plaintiffs preliminary disclosure form was received, which identified dob information. Part/lot was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/07/2014. Update ad 8 jun 2021: (B)(4) has been reopened under due to the receipt of medical record. Revision notes stated that scarred bursal layer was removed. The cup was grossly loose and was removed. Upon removal there was a defect in the medial wall. Patient had a preoperative leg length discrepancy and previously sustained a fall with periprosthetic fracture of femur, stem had subsided. Stem and sleeve were added due to elevated metal ion. Doi: (B)(6) 2007 - dor: (B)(6) 2020 (right hip).